Event description:
It was reported to philips that the system gave an alert indicating images cannot be acquired. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis treatment, which was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to acquire images. Upon troubleshooting, fse found that the collimating meter was defective. To resolve the issue, fse replaced the collimating meter. The cause of the collimating meter failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the collimating meter by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.